Manufacturer narrative:
Analysis of the implantable infusion pump (s/n: (B)(4)) found a stall due to wear and/or lubrication and/or corrosion and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid (30 mg/ml at unknown dose) and bupivacaine (5000 mcg/ml at unknown dose) via an implantable infusion pump. The implantable infusion pump was returned to the manufacturer with no known reported complaint or patient harm. The pump underwent routine analysis. There were no further complications reported/anticipated.